Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 82.0, 136.0, and 137.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly and the sr wire was fractured. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach. Since the ruby coil was reportedly removed from the microcatheter successfully after the difficulty advancing, the detachment of the ruby coil was likely incidental, and likely occurred after the ruby coil was removed from the procedure. Further evaluation revealed the pusher assembly was kinked. This damage may have occurred due to forceful manipulation of the ruby coil during insertion into or advancement through a microcatheter, and likely contributed to the resistance experienced during the procedure. The non-penumbra microcatheter mentioned in the complaint, as well as the ruby coil embolization coil, were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance when the ruby coil reached the distal end of the microcatheter. Consequently, the ruby coil would not advance out the distal end of the microcatheter and was removed. The procedure was then successfully completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.